Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two medical device reports associated with the patient's implant experience. Refer to manufacturing report number 1220648-2025-26409 for the impella 5.5 device report. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support experienced limb ischemia. Approximately seven days prior, the patient had to have re-perfusion catheter placed due to no flow of blood down right leg. It was felt that pt was ready to come off extracorporeal membrane oxygenation (ECMO) for limb salvage, which was eventually amputated, and impella 5.5 would be placed for continuation of care. However, the impella 5.5 device was unable to be placed due to the patient's anatomy. As the artery was very small, the physician did not believe he could get either pump (impella 5.5 or cp) due to size of artery and calcified vessels; however, the physician wanted to give the patient a chance. The impella cp was implanted via the right axillary artery with much difficulty and ECMO had to be turned up from 2l to 5l for compensation due to low blood pressure. The following day after starting support on the impella cp, it was noted the patient's hand was turning cold. Treatment and/or actions taken to manage the event is unknown. The patient was noted to be in stable condition following the event still on support.